Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a lymph node procedure the blade of the device broke off and fell inside of the patient. It was retrieved without needing x-ray. They were at the end of the case and the procedure was completed using a bovie. There was no change in post-operative care. There were no patient consequences reported.